Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified artery in the left inguinal region. A 6.0 x 40mm, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was removed and a pinhole was noted on the balloon material. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.